Event description:
During a ligation procedure for large esophageal varices, a cook 6 shooter saeed multi-band ligator was used. The first band deployed successfully. When the second band was ready to be deployed, it would not fire or release form the cap (ligator barrel). Upon removal, it was noted that the string had detached. When the string was removed, it was noted that all bands were deployed inside the pt. The procedure did not continue after the occurrence and the pt is scheduled for a second banding procedure. The nurse pulled the string out of the pts mouth and the bands were left to pass naturally. The pt is scheduled for a second banding procedure at a later date to complete the originally planned procedure. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because th e product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed, a discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue the deployment of the band(s). Band deployment difficultly can occur if the band deployment string is pinched between the barrel and endoscope as the barrel is attached to the endoscope. The instructions for use states: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope. The instructions for use states: it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulties. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.